Event description:
Procedure: thoracic. According to the reporter: there was bleeding after the device was applied across the pulmonary vein. Blood loss was reported as 200 cc. The surgeon repaired the pulmonary vein. The amount of delay time in the operating room could not be reported. It could not be reported if tissue damage occurred. It could not be reported if the pt was transfused.

Manufacturer narrative:
(B) (4).